Event description:
The customer reported that there's no sound coming from the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that there's no sound coming from the central nurse's station (cns). Techical support (ts) had the customer check all connection and they were good. Ts then had the customer what the default audio in windows was and it was set to ultra. The customer then set the audio output device to speakers and set them to default. The customer then tested the audio and the cns began to provide sound. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that there's no sound coming from the central nurse's station (cns). Technical support (ts) had the customer check all connection and they were good. Ts then had the customer what the default audio in windows was and it was set to ultra. The customer then set the audio output device to speakers and set them to default. The customer then tested the audio and the cns began to provide sound. There was no patient injury reported. Investigation summary: during troubleshooting, it was identified that the audio output for the cns was incorrectly set. After the audio output was corrected to speakers, the issue was resolved. The root cause of the issue is incorrect device settings. The administrator's guide for cns-6801a provides instructions in changing the sound settings of the device and setting speakers as the default audio output. If the customer had the correct settings, the issue would have not occurred. No corrective actions will be performed at this time. Manufacturer references # (B)(4).

Event description:
The customer reported that there's no sound coming from the central nurse's station (cns). There was no patient injury reported.